Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that patient experienced ineffective therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, effective therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient is not receiving therapy due to ipg being deemed inoperable. As a result, the patient may undergo surgical intervention at a later date.